Manufacturer narrative:
Age at time of event: reported as "80's". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. On an unreported date, the patient experienced sepsis. Treatment for the sepsis was not reported. Approximately one month after onset of the peritonitis event, the patient passed away. The cause of death was reported as peritonitis and sepsis. It was not reported if an autopsy was performed. Pd therapy was ongoing until the time of death. No additional information is available.